Manufacturer narrative:
Should relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a one-link IV (intravenous) connector. During use with a patient, a giving set was connected to the end of the connector and medication would not flow properly through the connector. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.